Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center an initial power-up failure was confirmed. No repair was performed. The device is not needed for inventory and the unit was scrapped.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center an initial power-up failure was confirmed. No repair was performed. The device is not needed for inventory and the unit was scrapped. The device UDI was incorrectly reported in the initial submission, the correct information has been updated in box d; in this report.